Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and intermittent undersensing was observed on the stored electrograms. Technical services were consulted and recommended further review of the atrial sensitivity parameters. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.